Event description:
There was a kink in the flexcath steerable sheath. This was seen after the sheath was removed from the patient when the procedure was completed. There was no patient injury.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. The visual inspection showed that the sideport tube was detached from the handle. The sideport tube was intact with no apparent issues. This report will be recorded and trended.